Event description:
It was reported that undersensing was observed on the device. Reprogramming was suggested and was anticipated to resolve the event. The patient was stable and there were no adverse consequences.